Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 07/25/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged product issue occurred at 10 or 11pm on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and did not mention making any immediate changes to this regimen as a result of the alleged product issue. The patient stated that at 6am on (B)(6) /2016 they developed the symptoms of ¿weak at the knees and blurry vision¿, and in response to these symptoms they self-treated by taking an increased dosage of insulin on (B)(6) 2016. The increased dosage was 30-40 units of rapid-acting insulin and 20 units of normal insulin (brand unspecified). At the time of troubleshooting the cca noted that there was no misuse of the product, but the correct test strips were not being used. However, after obtaining the correct test strips, the issue remained unresolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue began.